Event description:
A customer reported experiencing a cartridge alarm 20 and was unable to connect with their g7 sensor. There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with complete pump reset information, which the customer followed, ensuring they were at least 20 feet away from the old sensor before attempting to restart the session. The session connection was advised to possibly take up to 30 minutes. The customer successfully loaded a new cartridge and resumed insulin therapy. The issue was resolved, and the customer was advised to follow up if the problem persisted.